Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the preloaded intraocular lens (iol) inserter was bent. The lens was not implanted in patient. No further information was provided.

Manufacturer narrative:
B5: additional: subsequent follow up information received from the surgery center confirms that there was no patient contact with the lens/ cartridge. Upon reviewing the complaint folder, it has been determined that the tip of the preloaded intraocular lens (iol) was bent and the issue occurred prior to any patient contact. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 2648035-2021-07195. G8: correction: in review, of medwatch 2648035-2021-07195 and per new information received, this event has been assessed not reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.